Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that shortly after implant, some occasional low superior vena cava (svc) coil measurements were noted on the right ventricular (rv) lead. Follow up with the physician's office indicated that the post implant check all measurements were noted to be normal. The device remains in use. No patient complications have been reported as a result of this event.